Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that it was not possible to finish the installation surgery of the dental implant because the implant got stuck in the bone. In consequence, the implant was removed. There is no information about implant replacement.